Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer, only the fragment has been returned for evaluation. A follow-up report will be sent once the results have been analyzed.

Event description:
Procedure performed: "robotic assisted laparoscopic prostatectomy" "this is a complaint from the market. (B)(4). One cff03, one cfr03 and c0r50 were used in this cer. Since all disposable devices used were disposed of after the operation, the customer could not identify which trocar was fragmented. However, since other than the applied medical trocars, no device with rubber was used in inserting into abdominal cavity, the customer estimated that a septum of one out of three trocars was fragmented. Please refer to the complaint sheet for investigation and report from the sales rep. Regarding rga, we would like to return the fragment as c0r50's to amr. "Report from the sales rep: a portion of the rubber fell off inside the abdominal cavity. Robotic assisted laparoscopic prostatectomy procedure was performed with one cff03, one cfr03 and c0r50. The portion was removed from the patient and the operation was successfully completed. Since all disposable devices used were disposed of after the operation, the customer could not identify which trocar was fragmented. However, since other than the applied medical trocars, no device with rubber was used in inserting into abdominal wall, the customer estimated that a septum of one out of three trocars was fragmented. Initial investigation report: one fragment of the rubber was returned to us and visually inspected. Our visual inspection could not identify whether or not the portion came from applied medical trocar. The unit will be returned to amr for further evaluation. (B)(4). Request: the customer would like to know whether or not the rubber came from applied medical trocar and which trocar the rubber came from. Please identify them. Component analysis is expected to be conducted to identify them if visual inspection cannot identify them." Type of intervention: "the portion was removed from the patient and the operation was successfully completed." Patient status: "no patient injury".

Manufacturer narrative:
A portion of the event unit was returned to applied medical for evaluation. Upon inspection, engineering confirmed that the rubber fragment was from the seal of the applied trocar that was used during the procedure. The likely root cause of the damage to the seal is an instrument. Applied medical's instructions for use (IFU) states that "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.